Event description:
Caller reported potential false positive troponin on the triage cardiac profiler. Whole blood in full edta was tested four times on the triage device. No pt info was provided.

Manufacturer narrative:
Pt sample was returned on (B)(6) 2011. Product support tested returned sample on retained lot w49569 for tni recovery. No false positive or high bias in tni recovery was observed with returned pt sample. All data points with calibrator z were below the mfg cut off. No false positive tni was observed with negative control calibrator z. All data points with calibrator h were within the mfg 2sd range, with a percent recovery of 114%, within the mfg final release specs. Pt sample (B)(6) tni on triage was <0.05ng/ml and on access2 was 0.04ng/ml. No increased tni value was observed. The customer's complaint of a false positive or elevated tni result was not observed in retain testing with the pt's sample. Product support could not rule out sample specific or environmental factors that may have affected analyte recovery. As of (B)(6) 2011, three complaints have been reported for profiler lot w49569. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.